Manufacturer narrative:
Internal complaint reference case (B)(4). Eriksson k, anderberg p, hamberg p, löfgren ac, bredenberg m, westman I, wredmark t. A comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament. J bone joint surg br. 2001 apr;83(3):348-54. Doi: 10.1302/0301-620x.83b3.11685. Pmid: 11341418.

Event description:
It was reported that on literature review ¿a comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament¿, after the procedure using a tendon stripper, two patients had post-op deep infection with septic arthritis, treated with arthroscopic lavage and antibiotics. No further information is available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.